Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the guide wires failed to cross to treat three xience stents (2.75x28 mm, 3.0x28 mm and 3.0x23 mm), which were implanted in 2009, and had become occluded due to outflow. No mention of thrombosis. Reportedly, this was expected by the physician. The following month, the occluded stents were each treated with the implantation of another unk stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - occlusion, as listed in the instructions for use, is a known adverse event associated with coronary stenting. Additionally, occlusion and hospitalization are listed in the risk assessment as no-fault post-procedure complications. The pt effect is not necessarily an indication of a product quality deficiency and there was no reported product malfunction at the time of the procedure. However, a conclusive cause for the reported pt effects and the relationship to the products, if any, cannot be determined. The other two xience v everolimus eluting coronary stent systems are being filed under the same manufacturing number.